Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12606 and 2017865-2021-12607. During a clinic follow-up, episodes of crosstalk and a loss of pacing were observed on the device, a high capture threshold was observed on the right atrial (ra) lead, and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. Additionally, during the revision procedure, the ra lead was capped and replaced and the device was explanted and replaced.. The patient was stable.